Event description:
The customer reported that the system intermittently would not start up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc board was identified as requiring replacement. No conclusion can be drawn as further repair information is unavailable at this time.